Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6), 2022 with blood glucose level was 400 mg/dl. The current value of blood glucose level was 210mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not on at that time. Customer experienced symptoms like vomiting, difficulty to breathing, tired. Customer alleged insulin pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was missed to add in initial report. The information has been provided in section b5 and h6 in hecc and heic with this report.

Event description:
Correction summary: customer stated symptoms related to high blood glucose that were increased thirst, feeling sick or unwell.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible under delivery and was hospitalized for high bgs found on may 02, 2022. Also, on (B)(4), svn#: (B)(6) - customer returned pump for an alleged low bgs found on sept 29, 2021 and on (B)(4), svn#: (B)(6) - customer returned pump for an alleged possible over delivery and low bgs found on (B)(6) 2021. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the smartsolve event date of may 02, 2022, there were no bolus recorded dailytotalofbolusinsulindelivered = 0 and no unexpected alarms/suspends noted. In further full review of the pump history/traces on the customer note for high bg event date of april 26, 2022, there is no unexpected alarms/suspends noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 13 u. 04/26/2022 06:07:20.000 normalbolusdelivered normalbolusamountprogrammed = 4 bolusamountdelivered = 4 04/26/2022 08:18:56.000 normalbolusdelivered normalbolusamountprogrammed = 4 bolusamountdelivered = 4 04/26/2022 11:14:40.000 normalbolusdelivered normalbolusamountprogrammed = 5 bolusamountdelivered = 5 in further full review of the pump history/traces on the customer note for high bg event date of april 27, 2022, there were no bolus recorded dailytotalofbolusinsulindelivered = 0 and no unexpected alarms/suspends noted. In further full review of the pump history/traces on the customer note for high bg event date of april 28, 2022, there is no unexpected alarms/suspends noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 12.2 u. 04/28/2022 11:53:43.000 normalbolusdelivered normalbolusamountprogrammed = 5 bolusamountdelivered = 3.7 04/28/2022 12:25:12.000 normalbolusdelivered normalbolusamountprogrammed = 0.4 bolusamountdelivered = 0.4 04/28/2022 12:29:26.000 normalbolusdelivered normalbolusamountprogrammed = 3.3 bolusamountdelivered = 3.3 04/28/2022 14:26:12.000 normalbolusdelivered normalbolusamountprogrammed = 2 bolusamountdelivered = 2 04/28/2022 15:06:24.000 normalbolusdelivered normalbolusamountprogrammed = 2.8 bolusamountdelivered = 2.8. On 04/28/2022 11:53:43.000, a bolus delivery of (5 u) was cancelled by the user and the bolus amount delivered was (3.7 u) in further full review of the pump history/traces on the customer note for high bg event date of april 29, 2022, there were no bolus recorded dailytotalofbolusinsulindelivered = 0 and no unexpected alarms/suspends noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 02/10/2022 to 05/07/2022. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of sept 28, 2021. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Device passed all the required testing. Unable to verify customer alleged for high bgs and low bgs. Customer alleged for possible under delivery/over delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.